Manufacturer narrative:
B5 updated with additional information received. H6. Coding updated/added based on additional information received medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient was undergoing the procedure for treatment of two internal carotid artery aneurysms, one in the c4 segment and one in the c6 segment, both approximately 4-5mm. Patient's vessel tortuosity was normal. There was no resistance/frictions during delivery or positioning of the pipeline. The pipeline was not placed in a vessel bend; it was in a "fairly straight segment of the ica c7." The pipeline was resheathed once fully after failing to open, and a few times resheathed only partially. Aside from resheathing, tension was adjusted and other manipulations were tried to open the pipeline without success but other devices were used. The pipeline deployed in the microcatheter during removal so both devices were replaced to complete the procedure successfully.

Event description:
Medtronic received information regarding a pipeline flex with shield stent that failed to open at the distal end. It was reported that the patient was undergoing a procedure for flow diverter treatment of an unruptured saccular aneurysm. Dual antiplatelet treatment (dapt) was administered. The pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). During deployment, the pipeline failed to open at the distal end. The pipeline was resheathed and removed from the patient with the microcatheter. Another manufacturer's device was then used to complete the procedure. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex shield device was returned for analysis inside a sealed biohazard bag and in a shipping box. Damaged location details: the pipeline flex shield tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were found intact, with no signs of damage. No defects were found on the re-sheathing marker and pad. The distal hypotube was found to be stretched. The braid was returned stuck inside the phenom 27 catheter hub. The braid¿s distal end was not open and frayed, while the proximal end was open and frayed. The braid¿s middle part was fully open without damage. No bends or kinks were found on the pusher wire. No other anomalies were found. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report was confirmed, as the returned pipeline flex shield braid distal end was found to be not open and frayed, while the proximal end was open and frayed. Possible causes of failure to open include vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, and deployment of the braid in the vessel bend. The customer stated that the vessel tortuosity was normal, and the device was not placed in a vessel bend, ruling out vessel tortuosity and deployment of the braid in the vessel bend as potential causes. Therefore, a damaged braid, a braid improperly sized to the anatomy, or a braid that was overstretched during delivery could have contributed to the failure to open failure. However, the cause of the failure to open could not be determined. The braid can be damaged due to over-manipulation, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. In addit ion, the damage noted on the braid (fraying) and hypotube (stretched) indicates that high force was used. The damage likely occurred when the customer attempted to advance/retrieve the pipeline flex shield device through the phenom 27 catheter against resistance. However, the cause of the resistance could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.